Manufacturer narrative:
Concomitant: product ID 3877-45, lot# 0206077932, implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported there was a loss of efficacy of the device. An x-ray showed lead displacement. Patient symptoms included abdominal stimulation at the lead location. Intervention involved reprogramming the patient. Patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the cause was unknown and the symptoms were resolved. The patient was receiving efficient therapy, decrease of the "vas" in a context of paresthesia which covered the area.